Manufacturer narrative:
Customer decision not to return or replace the device. Coded as customer refused service support or repair.

Manufacturer narrative:
The customer reported that they were having poor image quality with the s8-3t transducer. A medwatch report will be submitted for this image quality issue. No reported injury.

Event description:
Customer reported poor image with s8-3t in clinical use no injury... S8-3t image quality degradation during clinical use at a critical time was previously evaluated per (B)(4) and was determined to be unacceptable. A medwatch report will be submitted for this image quality issue.